Event description:
It was reported that during a gastric sleeve revision procedure, two firings had already been made on the stomach using green cartridges. Both fired without any issue and the staple lines looked good. Upon the third reload, the effector end was wiped as normal to remove any loose staples and a third green cartridge reloaded which was clicked into place. The surgeon inserted the device into the patient through the trocar, the gun was not damaged or knocked, the effector end was used to grasp the stomach for the next firing but the anvil would not fully close and so appropriate compression was not achieved. The surgeon had not begun the firing sequence but pressed the reverse button anyway and checked the cartridge and no explanation could be found. After this a new gun was opened with a new reload and no further problems were encountered. Delay of three minutes. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The analysis found that one pse60a device was received for analysis with an ecr60g cartridge loaded on the device; it was noted partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. Furthermore, the device was found to have the clamping mechanism damaged. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the clamp arm release and release button were noted worn and damaged in the area where both interact. This damage is consistent with wear that is observed over multiple firings when the user actuates the clamp release without squeezing the closing trigger against the handle. Wear in this area can be reduced by squeezing the closing trigger against the handle, then depressing the clamp release on either side of the device. Maintain pressure on the clamp release and slowly allow the closing trigger to open. No further functional test could be performed due to the condition of the device. However a dry fire was performed and the firing mechanism worked as intended. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.